Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Full lead. Visual inspection: it was noted that blood was observed in the helix/lobe mechanism.

Event description:
It was reported that during implant attempt, the helix was not extending well and the lead was not securing to the atrial tissue with the helix extended. The device was not implanted. No patient complications have been reported as a result of this event.